Manufacturer narrative:
Explant date: if explanted, give date: not applicable - the lens remains implanted however an explant has been recommended. (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A female patient initially reported she looks into the light she sees the lens on her eye. She also sees a ferris wheel and bad halos. She can¿t see sharply in distance. She is scared because she can¿t drive at night either. As a result of follow up it was learned that when she is looking into light, she sees rings through the middle of her eyes. She experiences this significantly when driving at night. Patient experiences halos and starburst when looking at certain types of lights. Lights inside her house do not cause halos and starburst but vehicle lights do and they are worse when driving at night. She can tolerate halos seen during day but not the ones she sees at night. Patient is able to see colors lot better with her symfony lens. Near vision is good as long as she is about 18 inches away. She can read book up close with her glasses on and at about arm's length; she can see clearly but not very sharp. At about 8-9 ft. Away, she experiences double vision. At about 50 - 60 ft. Away, she experiences blurry vision; however, with old glasses she sees clearly. Patient is not able to see sharp at distance without glasses. Without the glasses, she can't see traffic signs; she cannot make out the middle letters. She can tell something is moving but couldn't see complete object. Anything at about 3-4 ft is great and sharp without the glasses. According to patient, her intermediate vision is nice. Patient may have slight dry eyes but she is not sure. Patient has a natural lens in her right eye and plans to implant a multifocal lens in (B)(6). Patient asked if her symptoms are due to the lens moving out of its position. Patient mentioned that according to her doctor, lens is perfectly centered. At a later date the patient provided further information that her implanting doctor is now recommending that she should see another physician for lens explant. According to patient, her left eye vision is so bad that she does not want to take any risk for the second eye surgery. Patient explained that when walking outside of her house, she fell and hurt her knees due to car lights flashing. The knees were bleeding, but are now healing. According to her, she fell down due to the halos and starbursts from the car lights driving by. Patient's vision condition is as described below: without glasses: near vision - very blurry. Intermediate vision - not bad, does pretty well, cannot see details within an object. Far vision - worse than intermediate distance vision. With glasses: near vision- significantly better. Intermediate vision - slightly better. Far vision - greatly improved. Although her physicians have had her try different glasses including ones with a yellow lens, her halo and starburst condition has not reduced. Patient specified that her dry eyes condition predated her surgery.

Manufacturer narrative:
Additional information received from the patient reported that an explant was performed on (B)(6) 2017. Post-operatively, the patient no longer saw rings. Vision is a lot better and was very happy with results. The doctor had to put in a ring to hold everything in place. The lens was replaced with a pcb00 monofocal lens, serial number (B)(4). The patient is unsure if the explanted lens will available to her to return. No additional information was provided. If explanted, give date: (B)(6) 2017. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learned that the patient is scheduled for an explant of the intraocular lens. The explant will be performed by another physician at another location. No further information was provided. All pertinent information available to the manufacturer has been submitted.